Event description:
An admiral xtreme balloon catheter was used in a pta procedure of the dialysis fistula. During the procedure, the physician inflated the balloon up to 22 atm where it ruptured. The labeled rated burst pressure is 14 atm. Upon removal, the physician noted the balloon had torn circumferentially and separated from the shaft. The site reported that the balloon was able to be retrieved from the vessel with no pt consequences. The device was not available to be returned for eval.

Manufacturer narrative:
The product was not returned from the hosp; therefore, no eval of the subject device could be performed. From the description of the event, the balloon ruptured at 22 atm which is above the rated burst pressure of 14 atm. The report from the site stated the physician was aware that he was inflating beyond the rated burst pressure.